Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was constant tone coming from the insulin pump. The customer's blood glucose at the time of the incident was 330 mg/dl. The customer stated that there was constant loud tone coming from the insulin pump while they were sleeping. The device had alerted to test their blood glucose and to calibrate. The customer cleared the alarm and did a manual injection of eight to nine unite of insulin. The customer stated that the insulin pump was beeping, the battery icon was empty, and none of the buttons were working. The customer removed the battery. Troubleshooting was performed. The customer stated that the continuous tone starts thirty seconds after inserting a battery. The customer inserted a new battery, the display returned and everything came on the screen of the device, including the version message on the bottom of the screen. The customer was advised to take the battery out for five minutes, then insert a new battery. The device powered on and the constant tone came back. The customer was advised to remove the battery for two hours, to revert to the backup plan during the two hour reset time, then insert a new battery, rewind, reprogram and, if the issue reoccurred, to call back for support. The customer called back the next day and stated that the continuous tone returned after the rest process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was tested with no audio/beep anomaly noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.